Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they were going to adjust their stimulation level on (B)(6) 2026, but they got the message 'data lost. Internal device has lost all data. Contact clinician. End session.' The patient mentioned that they had a heart ablation surgery on (B)(6) 2026 that involved a "low electrical energy shock to the heart." The patient had asked the surgeon beforehand if they should turn the therapy off prior to the procedure, but the surgeon told the patient they could leave the therapy on. Thus, the patient left the therapy on and they thought the ablation surgery might have interacted with the ins and caused it to lose its data. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient did not have a managing hcp. Agent emailed physician listings to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.